Event description:
A report was received that patient had fluid leaking out of her back and incision was opening.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that patient had fluid leaking out of her back and incision was opening.

Event description:
A report was received that patient had fluid leaking out of her back and incision was opening.

Manufacturer narrative:
Additional information was received that the location of the fluid leak was at the ipg site. It was also reported that infection was suspected. No further information can be obtained by bsn. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. Explanted date: (B)(6) 2014.